Manufacturer narrative:
The investigation into the introducer damage - mechanical issue has been completed since the original report was submitted. The device was not returned for investigation. Per the clinician information provided, the root cause of the introducer damage - mechanical was most likely a sheath tip split as confirmed by the image provided showing a damaged dilator. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
There is not enough information to associate use of device with outcome.

Event description:
The user facility reported a 76-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that during the impella rp implant, the physician attempted to advance the sheath into the patient¿s vasculature, but both attempts resulted in cracks at the distal tip of the dilator. The dilators were removed without injury to the patient. The physician then used a gore sheath without difficulty and the impella rp was implanted successfully. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.